Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The same day as onset the patient was treated with ¿rapid pd exchanges¿ and one dose of intraperitoneal (ip) vancomycin, 1500mg. The same day the patient began treatment with ip gentamicin 60mg (one time), then 40 mg daily for 18 days. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. Four days after completion of the antibiotic therapy, the patient passed away. The cause of death was reported as a stroke. It was reported the patient was recovering from the peritonitis event when he passed away. It was reported the patient was not performing pd therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available. This is report 3 of 4 involved in this peritonitis event.